Event description:
It was reported that the pt was unresponsive in the intensive care unit after a pump replacement the previous day. The pump was placed on minimum rate. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).